Event description:
Low impedance was reported, 159 ohms unipolar, 111 ohms, bipolar. Technical consultant stated these values are consistent with inner insulation breakdown. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device meets 14 years of service, and no patient complications or injuries were indicated. Past experience and user facility communication establishes this is an expected end-of-life condition. No user facility follow up will be done.